Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To resolve the issue, the stm replaced the batteries then performed all functional and safety tests to meet factory specifications. The iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during a maintenance service performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the "battery runtime test." There was no patient involved and no adverse event was reported.